Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to customer¿s blood glucose level. A cartridge change was performed resolving the issue.